Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his reservoir leaked; he was transferring insulin from the vial to the reservoir and when he pulled on the plunger insulin poured out of the back of the reservoir. The patient's blood glucose at the time of incident was above 200 mg/dl. Troubleshooting was declined. No products were returned and a replacement reservoir was shipped to the customer.